Manufacturer narrative:
The returned valve was patent and met the requirements for siphon, reflux, pressure-flow and preimplantation testing. However, it did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "improper use of instruments in the handling or implantation of shunt products may result in the cutting, sitting or crushing of components." A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there was a crack in the plastic at the area of the delta reservoir of a strata ii valve. According to the report, the valve was explanted on (B)(6) 2015 and there was no injury to the patient.